Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced a sensor error alarm. Customer tried to calibrate when it was time and got a calibration error and then another sensor error alarm. Customer's blood glucose was 400 mg/dl. Customer treated her high blood glucose with the insulin pump. Customer reported the serter pulled on the sensor as it was removed during insertion. Customer stated the sensor's cannula was bent like a 'w'. After troubleshooting, customer was advised that the sensor will be replaced. Customer will not be returning the device for analysis.